Event description:
It was reported that the keypad button presses were intermittently activating the desired pump functions and were sticking. The pump reportedly has not been exposed to moisture and there is no structural damage to the keypad. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be swollen, the up/down/ok buttons were intermittently responding and required excessive force to activate during testing, the contrast button required excessive force to activate, the up key contacts was misaligned, the contrast key contact was inverted and did not always spring back, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under the all key contacts.